Event description:
The customer reported an unknown amount of liquid leaking from the coulter lh 750 hematology analyzer. The leak was not contained within the analyzer. The operator was wearing a lab coat and gloves at the time of the event. There was no report of biohazard exposure to open wounds or mucous membranes. No erroneous results were reported in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak from the tubing at vl46a which popped off the coil to the sheath tank. The fse replaced the tubing which resolved the leak. (B)(4).